Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3057, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient that reported the lead component had moved. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that event occurred during a basic evaluation (be) trial. The cause of the lead moving was not determined, although they noted this was common during the be trials. As an action to resolve the issue, they switched to the second lead. The lead was removed at the time of ¿lead pull¿. There were no further complications reported or anticipated.